Manufacturer narrative:
Manufacturer's final comments: investigation according to the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. All tested needles did comply with the specifications. No quality issue was detected on the products from this claimed batch during testing. The detected issue of separation between cannula and hub seems to be related to an insufficient treatment of the hub during the manufacturing process. In order to optimize the treatment of hubs during the manufacturing process, and consequently the glue point resistance between cannula and hub, we plan to switch in 2024 from transparent to opalescent polypropylene material. Use error/abnormal use excluded. In the risk table ar009.04, this incident is covered under the hazard ID: sjet4.21 - hazard injection risks : inadequate bonding of the glue during the manufacturing process - cannula disassembly - patient harm (here no injury reported). Concerning the change to opalescent polypropylene material for the hub, the risk is currently under discussion during dedicated workshop of risk analysis. The occurrence of the issue remains isolated compared to the number of needles produced. Quality investigation within specifications. Root cause: an insufficient treatment of the hub during the manufacturing process + transparent polypropylene material of the hub s-ccr2024-0013 : switch from the transparent to opalescent polypropylene material used for the needle hubs in 2024. Use error/abnormal use excluded.

Event description:
Spontaneous report, from australia. Local reference: #(B)(4). Quality complaint was opened: (B)(4). This initial non-serious case report was received on 26-jul-2024 from the dentist via local affiliate. The report described device fragment embedded and needle separated from collar with the suspected medical device septoject xl 30 ga short on a patient of unknown age and gender and with and with an unspecified medical history. No further information was available regarding the patient. On an unknown date, when using one of the septoject xl needles during a procedure to administer la the needle itself came away from the hub. This was then lodged in the buccal tissue of the patient. The patient needed surgery in hospital to remove this yesterday evening. Other information of product: septoject xl 30 ga short, batch number: f12473aa and expiry date: jun-2028.   This case is considered serious as it retrieved the seriousness criteria: required intervention to prevent permanent impairment/damage (devices). Manufacturer's preliminary comments: this case described evice fragment embedded and needle separated from collar with the suspected medical device septoject xl 30 ga short. On an unknown date, when using one of the septoject xl needles during a procedure to administer la the needle itself came away from the hub. This was then lodged in the buccal tissue of the patient. The patient needed surgery in hospital to remove a separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Pending quality investigation results, no root cause can be identified and use error/abnormal use cannot be excluded. Pending quality investigation, no CAPA is required. Manufacturer's final comments: investigation according to the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. All tested needles did comply with the specifications. No quality issue was detected on the products from this claimed batch during testing. The detected issue of separation between cannula and hub seems to be related to an insufficient treatment of the hub during the manufacturing process. In order to optimize the treatment of hubs during the manufacturing process, and consequently the glue point resistance between cannula and hub, we plan to switch in 2024 from transparent to opalescent polypropylene material. Use error/abnormal use excluded. In the risk table ar009.04, this incident is covered under the hazard ID: sjet4.21 - hazard injection risks : inadequate bonding of the glue during the manufacturing process - cannula disassembly - patient harm (here no injury reported). Concerning the change to opalescent polypropylene material for the hub, the risk is currently under discussion during dedicated workshop of risk analysis. The occurrence of the issue remains isolated compared to the number of needles produced. Quality investigation within specifications. Root cause: an insufficient treatment of the hub during the manufacturing process + transparent polypropylene material of the hub s-ccr2024-0013 : switch from the transparent to opalescent polypropylene material used for the needle hubs in 2024. Use error/abnormal use excluded.

Event description:
Spontaneous report, from australia. Local reference: # (B)(4). Quality complaint was opened: (B)(4). This initial non-serious case report was received on 26-jul-2024 from the dentist via local affiliate. The report described device fragment embedded and needle separated from collar with the suspected medical device septoject xl 30 ga short on a patient of unknown age and gender and with and with an unspecified medical history. No further information was available regarding the patient. On an unknown date, when using one of the septoject xl needles during a procedure to administer la the needle itself came away from the hub. This was then lodged in the buccal tissue of the patient. The patient needed surgery in hospital to remove this yesterday evening. Other information of product: septoject xl 30 ga short, batch number: f12473aa and expiry date: jun-2028.   This case is considered serious as it retrieved the seriousness criteria: required intervention to prevent permanent impairment/damage (devices). Manufacturer's preliminary comments: this case described evice fragment embedded and needle separated from collar with the suspected medical device septoject xl 30 ga short. On an unknown date, when using one of the septoject xl needles during a procedure to administer la the needle itself came away from the hub. This was then lodged in the buccal tissue of the patient. The patient needed surgery in hospital to remove. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Pending quality investigation results, no root cause can be identified and use error/abnormal use cannot be excluded. Pending quality investigation, no CAPA is required.

Manufacturer narrative:
Manufacturer's preliminary comments: this case described evice fragment embedded and needle separated from collar with the suspected medical device septoject xl 30 ga short. On an unknown date, when using one of the septoject xl needles during a procedure to administer la the needle itself came away from the hub. This was then lodged in the buccal tissue of the patient. The patient needed surgery in hospital to remove. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Pending quality investigation results, no root cause can be identified and use error/abnormal use cannot be excluded. Pending quality investigation, no CAPA is required.